Manufacturer narrative:
The reported field event of "v lead could not be inserted into connector correctly, and v lead did not have the pacing and sensing function" was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of the pulse generator, the rv lead could not be inserted into the right ventricular header port. Also, the rv lead showed no pacing and no sensing. The issue remained even after the set screw was tightened. The device was removed, and a replacement device was successfully implanted. The rv lead measurements were within normal range after being connected to the replacement device. The patient was stable throughout the event.